Event description:
It was reported that after the second stage implantable pulse generator (ipg) implant procedure had been completed, one previously implanted lead began to show a high impedance on one contact. The patient was taken back to the surgical room where the sutures were reopened, and the suspect lead was explanted and replaced with a new lead. There were no complications due to the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2353700, model: sc-2353-70, serial: (B)(6), lot: 7079300.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2353700. Model: sc-2353-70. Serial: (B)(6). Lot: 7079300. Lead sc-2352-70 (B)(6) was not returned for analysis as it remains implanted and functioning as intended. Lead sc-2353-70 (B)(6) was returned and the inspection revealed that the proximal end was bent, fractured between contacts 4 and 5. X-ray inspection of the lead revealed that two of the cables were fractured within the proximal array. It appears that excessive mechanical force was exerted onto the lead proximal array, causing damage to its internal cable. The lead was likely unintentionally damaged during insertion into the ipg port. The labeling review did not reveal any anomalies and states that system failure, can occur at any time due to random failure of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control.

Event description:
It was reported that after the second stage implantable pulse generator (ipg) implant procedure had been completed, one previously implanted lead began to show a high impedance on one contact. The patient was taken back to the surgical room where the sutures were reopened, and the suspect lead was explanted and replaced with a new lead. There were no complications due to the event.